Event description:
On september 27, 2023, senseonics was made aware of an incident where the user received a sensor check alert resulting in an early sensor removal.

Manufacturer narrative:
This report is being submitted retrospectively as part of an internal review. The user received two sensor check alerts on followed by a sensor suspend alert 27 september 2023. The dms data and transmitter diagnostic upload confirmed a drop-off in signal and reference between 26 september and 28 september. An RMA was requested for further investigation. The returned sensor qc data replicated the issue observed in-vivo. The sensor most likely experienced an electrical shortage. As part of resolution, the RMA was authorized to offer the user a sensor replacement.